Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increase of pain at the right hip. It was mentioned that patient was having difficulty charging the ipg. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned per hospital policy.